Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy testing at +8.90%. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Date returned to mfg 5/30/2024. One device was returned for analysis. Visual inspection showed scratched lens. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to the expulsor. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.